Manufacturer narrative:
H3: product analysis: evaluation of the device determined detached bearings. The likely cause was identified as a worn shaft. It was also noted twist lock is stuck and can't be turned into the locked position; color band was scratched. Date of event notification: 2024-09-19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of loss of power. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint.